Event description:
It was reported by the sales rep that during an unknown procedure, a keening noise was heard though the device did not contacted with a metal. An error 5 was displayed and the device became not to be activated. When a scrub nurse wiped the blade with gauze, the blade was broken off out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.